Event description:
It was reported that during an unk case, the active blade broke off. The piece was retrieved with no pt consequence. Another like device was used to complete the case.

Manufacturer narrative:
Information anticipated, but unavailable at this time.